Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 4. Reference MFR. Report: 1627487-2014-26769, 1627487-2014-26774, 1627487-2014-26782. This patient was implanted with a pns system (off-label). The patient has 2 occipital leads and 2 supra-orbital leads implanted. It was reported the patient is experiencing pain on her forehead whether the stimulation is turned on or off. The patient turned the stimulation on and ater 30 minutes experienced red skin at the lead and anchor site. The patient is not receiving effective stimulation. Surgical intervention may be pending to address this issue.